Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite gravity set had separated. The following information was provided by the initial reporter: when changing IV bags, post stem cell infusion, the product snapped where the line connects to the drip chamber. Similar incident to previous product complaint for same product. Line snapped at the same point in both incidents. Please see photos attached. Packaging included in photos. Unable to retain line for investigation as line used for stem cell transplant (part of chain of custody of product). Action: line disconnected from patient. Pivc manually flushed. Additional information received from the customer: please confirm if the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Post infusion- during post cell flush. Please confirm if there is any visible damage on the set?- no visible damage and no concerns identified during priming of line or during cell infusion. Please confirm the exact location of the reported fault within the set - was it the downstream drip chamber joint separating from the tubing? Connection point at base of chamber to main line. Please confirm what substance was being infused during the time of the event? Stem cells was there any patient harm? No harm to patient noted at this time. Was there an under infusion? All cells infused, but unable to flush cell line, so lost of cells (unable to ascertain volume- likely minimal).

Event description:
No additional information.

Manufacturer narrative:
Investigation summary: no 41173e-0006 sample was available for investigation. The customer reported that the affected sample was from lot 24099455 and that "when changing IV bags, post stem cell infusion, the product snapped where the line connects to the drip chamber." As part of the investigation, the customer provided a photograph of the reported sample. Analysis of the image confirmed the customer's experience as the drip chamber had separated from the tubing. The details of this feedback were forwarded to the manufacturing site for investigation. However, the root cause of the customer's experience could not be determined because the sample was not available for examination. Without the physical product, and relying only on the photograph provided, it is not possible to confirm whether a manufacturing defect may have caused or contributed to the issue. A review of the production records for lot 24099455 found no in-process testing failures or quality deviations that could be associated with a report of this nature. Although it was not possible to determine a definitive cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 41173e-0006 set in the past 12 months.